Manufacturer narrative:
Product analysis results: visual examination confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar fusion (plf) surgery at l1-l4 due to screw removal after bone union achieved. Intra-op, when performing screw removal, the tip of the driver was broken. The driver was removed together with the screw and the operation was completed successfully. The overall procedure was delayed by less than 60 mins. There were no patient complication reported as a result of this event.